Event description:
It was reported that a patient experienced suspected peritonitis event coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the event was unknown. The patient was not hospitalized for the suspected peritonitis event. It was reported that the event was manifested by abdominal pain and cloudy pd effluent. Treatment was not reported. At the time of this report, the patient had not recovered. Physioneal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.